Event description:
It was reported that the impedances were greater than 4000 ohms on some of the bipolar pairs and greater than 4000 ohms on all or some of the unipolar pairs. The manufacturer representative was inter-operative during the call. It was reported that they were getting greater than 4000 ohms on c-0, 0-1, 0-2, and 0-3. The health care provider (hcp) re-inserted the lead, increased the amplitude, and tested for toe movement while checking impedances. It was noted that they were still getting greater than 4000 ohms on electrode 0. They did not see big toe movement but other electrode combinations were good. It was reported that the hcp was not able to check bellows. It was noted that they suspected the lead because the same issue happened during the trial. The hcp could not change the lead today and it was recommended that they close and use -1 <(>&<)> +3 for therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that reported that impedances were run on a patient¿s device and the 0 contact with all its combinations was greater than 4000 ohms. Six days later, it was reported that a patient was having a permanent implant put in after a trial and the doctor¿s office had a mat with an electronic identifier in it. It was noted that the mat was underneath the operating table and they were getting high impedances on all contacts until the mat was turned off. It was reported that once the mat was turned off, they were only getting high impedances with the 0 electrode. The cause of high impedance with electrode 0 was not determined and they programmed around the 0 electrode. It was reported that the patient was happy with therapy and was feeling stimulation where they were supposed to additional information received reported that during the stage 2 implant they continued to have issue and chose to program around 0 and 1 to provide therapeutic effect. It was noted that the impedance issues did not resolve but were programed around.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).